Manufacturer narrative:
One-unit of wattson model 2250 was returned to vsi for evaluation. The returned unit showed evidence of fep coating tearing or delamination. Based on the information and returned product evaluation, it was determined the root cause was device design related.

Event description:
Limited marketing evaluation (lme): procedure bav-pci. Patient went bradycardia. ECMO brought in, and they cannulated the patient and placed temporary pacing catheter in rv. Patient became more stable. Placed soft j-wire over an al1, then removed j-wire and exchanged for a pigtail catheter. Delivered the wattson tpg (temporary pacing guidewire) through pigtail catheter, pulled pigtail catheter off and proceeded to advance a balloon over the wattson wire. During advancement, operator had trouble when advancing to location. Tried multiple times however, unsuccessful. Pulled balloon off wattson wire, then pulled wire to inspect. Upon inspection noticed "bunching" of material on wattson wire. A new wattson wire was introduced into the patient's anatomy via standard technique and a new balloon was introduced over the wattson wire. Resistance was experienced again. Both balloon and wattson wire were removed. Upon the inspection of the removed wattson, bunching of material was seen. Another new wattson wire was secured into the anatomy and a different balloon was introduced over the wire. The new balloon advanced without resistance so angioplasty bav performed. Associated to: MDR 2134812-2020-00016, MDR 2134812-2020-00017, MDR 2134812-2020-00018.